Event description:
On 05/05/2006, a pt underwent a common femoral arteriotomy closure after a diagnostic procedure using a starclose device. The closure appeared successful. However, after procedure in the recovery room, the pt complained of leg pain. A large hematoma (exact size unknown) was discovered and pressure was held for 20 minutes. The pt's blood pressure then dropped and she continued to complain of pain. The pt was taken to surgery, where the surgeon found a laceration at the site of the arteriotomy. The laceration was closed with two stitches. Hospitalization was reported as prolonged for 2 days. The pt was then discharged home.

Manufacturer narrative:
H10: the device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. This report represents all the info known by the reporter upon query by abbott personnel. Cus-20282-exp.